Manufacturer narrative:
Additional information received; it was reported the endoleak appeared to be located along the left lateral side, a number of angiograms were taken with the pigtail in different positions noting the endoleak. Correction to section d; other relevant devices - the device implanted on the left side is: etlw1616c156ee; s/n: (B)(6); use by date: 06-08-2022; upn #00643169780583. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion; the reported endoleak was confirmed on procedural angiograms received; however the type or cause of the event could not be fully determined. Review of pre-implant CT¿s did not reveal any obvious anatomical considerations that may have been a contributory factor in a type iiib endoleak (e.g. Calcification, angulation). A single imaging view point (a-p) was observed in the angiograms provided; thereby, making assessment of the full extent of the endoleak difficult. While a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity which appears to have self-resolved. The endoleak was in a location where the components were not overlapping; across a single fabric layer. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. A type ii endoleak was observed on the left anterior aspect. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1616c82ee, serial/lot #: (B)(4), ubd: 10-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in a patient for the endovascular treatment of an 62 mm abdominal aortic aneurysm. The stent graft etbf3216c166ee (v29960698 ) with extension etlw1616c82ee (v29901029) on the right limb and etlw1616c156ee (v29975871) on the left limb were implanted with no complication. It was reported that in the final angiogram, when the catheter was placed near the suprarenals and inside the patient body, an endoleak was noted. When the catheter was placed inside the left leg and a ab46 reliant stent graft balloon inside the patient's body, the angiogram performed showed no endoleak. Another angiogram with the ab46 reliant stent graft balloon inside the proximal part of the left leg and the catheter in the patient's body was performed and an endoleak was observed. As per the physician, cause of the event is a potential hole in the graft. No additional clinical sequel were provided and the patient will be monitored.